Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video system center was not switching to standby from lamp on/off state on touch panel when light guide cable was removed. The issue was identified during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. Advised that the lamp on/off was not switching to standby when the light guide cable was removed. The representative noted that another unit was functioning as expected and planned to attempt exporting settings from the working unit to the affected unit.. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.